Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about the citadel plus bed malfunction, which occurred in the facility in us. It was reported that one of the safety sides detached from the bed frame. There was no information regarding patient involvement. Also, there was no injury nor other medical consequences reported.

Manufacturer narrative:
On 01-feb-2019 arjo was notified about the citadel plus bed malfunction. This rental device was returned from the facility to the service center for a repair. Upon bed's evaluation, it was discovered that the safety side (plastic part) detached from bed's frame. There was no injury nor other medical consequences reported. Based on the information gathered, the citadel bed malfunction (safety side detachment) was found in the service center during inspection. Unfortunately, there was no information in what circumstances the malfunction occurred. The cause of the safety side detachment could not be determined for this reason. It needs to be emphasized that the citadel plus bariatric care system meets the requirements of standard iec 60601-2-52, subclasses 201.9.8.3.3 "side rail strength and latch reliability" for medical devices. The compliance was checked during force cycling tests, in which the force of 100 n was exerted in different directions: lateral, longitudinal and vertical and the process was repeated for 3 000 cycles. Moreover, according to this standard, certification of the side rail strength and latch reliability exerting a force of 750n on the uppermost part of the side rail in the vertical direction was conducted. The durability of the panel against lateral forces was checked by applying 500n to the safety side. All tests were passed, which indicates that the safety side durability meets the requirements of en 60601-2-52. Additionally, it needs to be pointed out that 100% manufactured citadel plus beds are checked during quality inspection gate to verify the required product specifications and check whether the acceptable performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record for serial number (B)(4) has been reviewed for this specific device and no anomaly was found. Based on the above, it can be concluded that without some additional force applied to the safety side, it is unlikely that the detachment of this plastic component would occur. However, without having first-level evidence, we are not able to determine the exact root cause. In summary, the safety side was reported to detach and from that perspective, the citadel plus bed did not meet the manufacturer's specification. Upon the investigation conducted we were not able to determine the exact cause of the malfunction reported. There was no indication regarding patient involvement at the time the malfunction occurred. Although no adverse event occurred, the complaint was decided to be reportable on potential as the safety side detached from the bed what under specific circumstances could pose a risk of the patient fall.